Manufacturer narrative:
Additional information: medtronic conducted a post market clinical aggregated data collection survey to evaluate the safety and performance of mvp¿ micro vascular plug system. The purpose of this clinical aggregated data collection survey was to collect retrospective aggregated patient data from clinician customers who use the medtronic mvp¿ micro vascular plug system. Data includes existing clinical data in the site¿s medical records from patients that have been treated with the mvp¿ micro vascular plug system. 33 patients were treated for peripheral aneurysm, pre-evar embolization of aneurysm feeding vessels (abdominal aortic aneurysm), peripheral pseudo-aneurysm, gastrointestinal bleeding and traumatic bleeding using an mvp device. 40 mvp devices were used across the 33 patients. 1 mvp-3q, 21 mvp-5q, 13 mvp-7q, 5 mvp-9q. Vessels treated included the splenic artery, renal artery, gastroduodenal artery, lumbar arteries, internal iliac artery, upper right extremities and upper left extremities. Migration of an mvp was reported for a patient, no intervention required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Limited information reported during a physician's participation in a clinical survey that ¿there have been some migrations¿.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.